Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported the physician could not advance the stylet to the distal end of the lead at implant attempt. The lead was not used. No patient complications were reported as a result of this event.